Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Subsequently, blood glucose (bg) level displayed "high". Customer administered manual insulin injection to resolve elevated bg. A new cartridge was loaded to resume insulin therapy.